Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that that the insulin pump was not delivering insulin during bolus and it did not alarm no delivery. The customer's blood glucose was 363 mg/dl at the time of incident. The customer's blood glucose was 303 mg/dl at the time of call. The customer stated that his blood glucose went high as 396 mg/dl. The customer stated that he gave himself a glucagon shot for the high blood glucose. The customer performed high pressure test and the insulin pump failed. The customer repeated the high pressure test and the insulin pump failed again. The customer stated that there were no alarms received. The customer was advised that the insulin pump will need to be replaced and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No delivery alert functioned properly during testing. Multiple boluses were programmed, delivered and properly recorded in the bolus history screen and download history file. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.